Manufacturer narrative:
Device eval by manufacturer: this eluvia was returned and analyzed. A visual and tactile examination identified an outer sheath kink 1 mm distal from the distal end of the handle. The handle of the device was opened and there was no evidence of inner prolapse. The device was received with the stent partially deployed on the delivery system and the safety lock was still in place on the handle of the device; however, was unable to be further deployed due to the outer sheath kink. The allegation from the field was confirmed through analysis.

Event description:
It was reported that this stent started to deploy before the yellow tab was removed. A 7mm x 150mm, 130cm eluvia self-expanding stent was selected for treatment of stenosis in the superficial femoral artery. The lesion was 70 percent stenosed with moderate tortuosity and moderate calcification. While advancing the stent over the wire, the delivery system stopped tracking and got stuck on the wire. When removing the wire and delivery system, the stent was partially starting to deploy even though the yellow tab was never removed. The procedure was completed with another eluvia without sequelae.

Event description:
It was reported that this stent started to deploy before the yellow tab was removed. A 7mm x 150mm, 130cm eluvia self-expanding stent was selected for treatment of stenosis in the superficial femoral artery. The lesion was 70 percent stenosed with moderate tortuosity and moderate calcification. While advancing the stent over the wire, the delivery system stopped tracking and got stuck on the wire. When removing the wire and delivery system, the stent was partially starting to deploy even though the yellow tab was never removed. The procedure was completed with another eluvia without sequelae.